Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3887-33, lot # l75331, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
Additional information received stated that the patient received assistance from their doctor or representative and their concerns were resolved. An appointment date of 2014-(B)(6) was noted.

Event description:
It was reported that the patient was getting a power on reset (por) message when the patient tried to recharge last friday. The patient thought the implant was fully charged, however patient services confirmed that the patient was looking at the recharger battery being full. The patient programmer indicated that the implant needed to be charged and started a recharging session. Patient services provided information about warning and informational pors. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)